Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for an unknown indication and acquired peritonitis during this time. The patient was treated with unreported antibiotics. During hospitalization, the patient was not responding to antibiotic therapy. Because of this, the pd catheter was removed. Pd therapy was discontinued and the patient began hemodialysis. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized for the peritonitis and had not recovered from this event. This is report two of two.

Manufacturer narrative:
(B)(4). The patient died two months after being hospitalized for peritonitis. The cause of death was reported as peritonitis and heart disease. The patient was not performing pd therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available. As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed for the potentially associated lot number (gd895409).  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available a supplemental report will be submitted. Same patient as (B)(4).